Event description:
The patient reported blood glucose results of "29 mmol/l, 7 mmol/l, 23.4 mmol/l and 23.2mmol/l" with the lifescan meter, performed within 10 minutes of each other. The meter, control solution and test strips were replaced.